Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low voltage and no external power alarms. The log files were reviewed and found low voltage hazard and no external power events on 29jul2024 while using the mobile power unit (mpu). It appeared the mpu lost power which enabled the emergency backup battery (ebb) to be used until power was restored to the mpu. This lasted for 6 seconds.

Event description:
It was confirmed that the mpu had a v-lock connector on the ac power cord. It was unknown if the mpu came loose at the wall outlet or the back of the unit. It was unknown if there were any environmental circumstances at the time of the event. The mpu was not exchanged.

Manufacturer narrative:
B5 - narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted and data from the reported event date of 29jul2024 was reviewed. At 21:36:05 while connected to the mpu, a loss in alternating current (ac) power occurs resulting in a no external power alarm. The no external power alarm resolves at 21:36:12 when power to the mpu is restored. The backup battery provided support to the system during this loss of power event. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated that the mpu has the v-lock connector on the ac power cord, that the cause of the event was unknown, and that no equipment was exchanged or returning for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.